Event description:
Customer called to report pod that did not insert. She did not know that it didn't insert until her bg's rose to 500. She removed the pod and then noticed cannula did not insert. At the time of the report, the user stated that it would be returned to the MFR for evaluation.

Manufacturer narrative:
The device involved in the reported incident has not yet been received by the MFR by the date of this report. If the device is received, the evaluation will be completed and the report will be updated as appropriate in a follow-up submission. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.